Event description:
It was reported that the patient experienced a low blood glucose event while using a dexcom g7 with the ilet system; the patient treated with two glucose drinks totaling approximately 15 grams of carbohydrate after the cgm showed a nadir of 54 mg/dl and the agent suspected cumulative mealtime insulin contributed to the low. Symptoms included hypoglycemia. Outcomes included medication intervention for recovery from the event. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.